Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The ligator and endoscope were advanced to the banding site at the ge junction. The user experienced difficulty deploying the bands two bands deployed at the same time. The ligator and endoscope were removed from the patient and another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the patient. Medical facility personnel were unable to confirm if the patient required any additional procedures related to this occurrence. However, the patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we are unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of premature band deployment and band deployment difficulty is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: comments regarding band deployment difficulty: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. The instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful mult-band ligation procedure. Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Comments regarding premature band deployment: premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. The instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no further action warranted at this time. The likelihood of band deployment difficulty and premature band deployment is rare. Customer quality assurance will continue to monitor for complaint trends.